Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2013 and mesh was implanted. Two weeks following the procedure, the patient was unable to walk or raise his hands over his head. The patient was prescribed prednisone. His symptoms improved but he still suffered from generalized weakness. The patient would like to have sensitivity testing for the mesh and possible mesh removal. Additional information has been requested.